Manufacturer narrative:
Investigation summary: DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Evaluating the sample provided by the customer made it possible to confirm premature plunger activation. The potential cause for the reported problem is a jam at assembly process, leading to the premature activation. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a broken plunger rod occurred with a syringe solomed 3ml ll w/shld sla. The following information was provided by the initial reporter, "syringe presents defect in piston structure. Information received by email on (B)(6) 2019: the plunger was loose. The incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger rod occurred with a syringe solomed 3ml ll w/shld sla. The following information was provided by the initial reporter. "Syringe presents defect in piston structure. Information received by email on (B)(6) 2019: the plunger was loose. The incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention.".